Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have thermal damage located at the top of the yaw pulley. No other damage was found and the electrical continuity test passed. The root cause of this failure is attributed to mishandling/misuse.

Manufacturer narrative:
The maryland bipolar forceps instrument was not returned for failure analysis investigation. Therefore, the root cause of the reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument (part # 470172-16/lot# n10210329 0381) associated with this event has been performed. Per logs, the instrument was used on 16-jun-2021, on system sk3732. The instrument had 8 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. This event is assessed as reportable based on the following conclusion. The maryland bipolar forceps instrument was found to have conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, while the customer visually checked the instrument, the maryland bipolar forceps was found to have damage on the insulation tip. The damage seemed like it occurred due to the bovie. The procedure was completed with a similar backup da vinci instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 14-july-2021: the instrument was inspected prior to use with no damage observed. The instrument was used and found to be damaged after the procedure. The black insulation was stripped. There was no loss of cautery associated with a broken/loose cable and no fragment(s) fell inside the patient. Although requested, the following information remains unknown: if thermal damage was present at the site of conductor wire damage, or if the instrument collided with any other instrument or tool during the procedure. No photographic images of the device(s) or a video recording of the procedure was available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.